Event description:
Customer reported that a patient began to bleed following a CABG procedure. The patient was taken back to surgery for repair. The customer could not specify if the suture broke or the surgical knot untied. The surgeon reports that the suture had a long piece running from one knot; no description was provided for the second knot. The anastomosis was repaired.

Manufacturer narrative:
Date sent to the FDA: 09/18/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.